Manufacturer narrative:
The device was not removed. A review of the complaint record has found no other instances of similar events for this lot. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away. Prior to the passing the patient developed an infection at the ipg site, which was treated with oral antibiotics. The wound was continuously monitored by the clinic and noted to be improving. Nevro attempted to obtain a medical assessment from the physician but no additional information was available. There were no reports of device-related issues from the patient prior to the passing.